Event description:
It was reported that during an intravascular procedure, the tip of the wire fractured outside of the patient and was removed without incident. No patient injuries or complications occurred.